Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that patient was seen in the office two days ago for lead safety switch on the atrial lead. Isometrics done and no noise or out of range measurements noted. The atrial lead was programmed to bipolar and the patient was sent home. There was another lead safety switch for there atrial lead on (B)(6) 2017. The following physician was dr. (B)(6) at (B)(6) institute in (B)(6). This ra lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2017 due to infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).